Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a transmitter error message occurred. No medical intervention was reported. Additional event or patient information is not available. No data was provided for evaluation. The confirmation of a transmitter error message was unable to be determined. A root cause could not be determined.